Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket fell into the pt. The gasket was retrieved from the pt body. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with endopath dilating tip trocar while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974316. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, outer gasket condition, sleeve condition, and stopcock condition, conforming; and inner gasket condition, missing. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info, photographic evidence received, and visual examination; it was confirmed that the reported "gasket fell into the patient". The inner gasket was missing. No conclusion could be reached as to how the inner gasket had dislodged from its original position. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.